Manufacturer narrative:
Concomitant product: 5076-58 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the patient experienced a syncopal episode at the same time that the right atrial (ra) lead exhibited a high threshold. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.